Event description:
Per the clinic, the patient experienced insufficient loudness with the internal device. Subsequently, programming was performed to increase the loudness however, the patient experienced facial nerve stimulation with the new mapping. There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2025. It is unknown if there are plans to re-implant the patient as of the date of this report.

Manufacturer narrative:
Device analysis report attached.